Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (unknown concentration and dose) via an implantable infusion pump. Indications for use included spinal pain and failed back surgery syndrome. It was reported that the patient had a confirmed infection, but did not report any symptoms. The location of the infection was not specified, but the pump had to be removed in (B)(6) 2015 due to the infection. The strain was unknown. The event date was (B)(6) 2015. The patient used morphine patches and "pelcose" medications following the pump explant. The patient outcome was reported as the pump was removed to address the infection. The healthcare provider (hcp) would like to implant a new pump, and would like to biopsy the patient before implanting a new pump. The patient was redirected to their hcp to discuss the infection. No diagnostics were reported regarding this event. Further follow-up is being conducted to obtain contact information for the patient's managing hcp. If additional information is received, a follow-up report will be sent.